Event description:
Information received indicates the brake pedal set into the brake position as designed, but when you applied force to the stretcher, it would roll while the brakes were on.

Manufacturer narrative:
The technician found the brake linkage at the head and foot end of the stretcher was broken which prevented the brake/steer from operating properly. The technician replaced the brake linkage at the head and foot end to repair the stretcher.